Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that insulation at the tip had been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Multiple burn marks were seen on the insulation near the distal end. Dents and scratches were also seen on the insulation and the shaft is slightly bent. The probable root causes could be user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation at the tip had been compromised.